Event description:
Reporter alleged the customer was tested with a result of 84 mg/dl on the aviva system when he was groaning and restless. Reporter stated that she called 911, the emts arrived within 10-15 minutes, obtained a result of 40 mg/dl on their system, and treated the customer with an IV of d50. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
During implant, high impedance was present and no stimulation was perceived by pt during intraoperative testing. Physician replaced the lead and was able to achieve stimulation. No injury to the pt was reported.